Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was beeping and cannot stop it from alarming. The customer¿s blood glucose level was high but unknown and was treated with manual injection. The customer was assisted with placing the insulin pump in storage mode. The device will not be returned for analysis.